Event description:
Discordant advia 1800 glucose, d. Bilirubin, t. Bilirubin and phosphorus results were obtained. The samples were repeated and corrected reports were issued. There is no known patient intervention or adverse health consequence due to the discordant results.

Event description:
Discordant advia 1800 glucose, d. Bilirubin, t. Bilirubin and phosphorus results were obtained. The samples were repeated and corrected reports were issued. There is no known patient intervention or adverse health consequence due to the discordant results.

Event description:
Discordant advia 1800 glucose, d. Bilirubin, t. Bilirubin and phosphorus results were obtained. The samples were repeated and corrected reports were issued. There is no known patient intervention or adverse health consequence due to the discordant results.

Event description:
Discordant advia 1800 glucose, d. Bilirubin, t. Bilirubin and phosphorus results were obtained. The samples were repeated and corrected reports were issued. There is no known patient intervention or adverse health consequence due to the discordant results.

Event description:
Discordant advia 1800 glucose, d. Bilirubin, t. Bilirubin and phosphorus results were obtained. The samples were repeated and corrected reports were issued. There is no known patient intervention or adverse health consequence due to the discordant results.

Event description:
Discordant advia 1800 glucose, d. Bilirubin, t. Bilirubin and phosphorus results were obtained. The samples were repeated and corrected reports were issued. There is no known patient intervention or adverse health consequence due to the discordant results.

Event description:
Discordant advia 1800 glucose, d. Bilirubin, t. Bilirubin and phosphorus results were obtained. The samples were repeated and corrected reports were issued. There is no known patient intervention or adverse health consequence due to the discordant results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant glucose, d. Bilirubin, t. Bilirubin and phosphorus results was due to an incorrect stt position setting. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant glucose, d. Bilirubin, t. Bilirubin and phosphorus results was due to an incorrect stt position setting. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant glucose, d. Bilirubin, t. Bilirubin and phosphorus results was due to an incorrect stt position setting. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant glucose, d. Bilirubin, t. Bilirubin and phosphorus results was due to an incorrect stt position setting. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant glucose, d. Bilirubin, t. Bilirubin and phosphorus results was due to an incorrect stt position setting. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant glucose, d. Bilirubin, t. Bilirubin and phosphorus results was due to an incorrect stt position setting. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant glucose, d. Bilirubin, t. Bilirubin and phosphorus results was due to an incorrect stt position setting. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.